Event description:
It was reported that while drilling the fourth peg in the tibial plate, the peg drill became stuck in the baseplate. The surgeon attempted to remove the drill bit, which eventually broke off inside the tibial plate. The drill was fully seated, and we were able to proceed with surgery as normal. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product 0â° keel size e left tibial sizing plate item# 42539907121 lot# unknown articular surface medial congruent (mc) left 10 mm height item# 42512100810 lot# 65403618 0â° spiked keel left size f osseoti tibia item# 42535007501 lot# 65781616 femur trabecular metal (cr) standard porous item# 42502806601 lot# 65741892 h3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10- medical product 0â° keel size f left tibial sizing plate item# 42539907521 lot# 65475896.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: h11 visual examination of the returned product (peg drill) identified signs of repeated use (scratches) and the device was found to be fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device was submitted for further analysis. Analysis determined sheared ductile dimples were found on the fracture surface with their directionality suggesting the torsional overload failure mode. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is confirmed with the returned devices. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - drill.